Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken main tube approximately 52.06 mm from the distal tip. The main tube is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding a cracked arm was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument was cracked. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was cracked at the distal end where it enters the patient. It was damaged during sterile processing. The instrument is already on return process to isi for evaluation.